Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and reloaded software. The system operates as intended.

Event description:
The customer reported the system displayed an overload fault and would not complete boot up. No pt injury was reported.